Manufacturer narrative:
The review of system data concluded that the alleged run #1846 could be confirmed to be a potential false positive for flu b. This run for flu b showed a step in the curve. However, regarding the sars-cov-2 result, this appears to be a low titer sample. Review of the CT values shows that the sample is not at the limit of detection. Based on this information, the likely explanation for the negative sars-cov-2 result would be a difference in sensitivities between the liat assay and the assay used to confirm the generated results. In addition, it was recommended to the customer to provide more data if available to further evaluate if the analyzer should be returned, customer indicated that no data was available after the alleged run since they have stopped using the analyzer. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged a false-positive result for sars-cov-2 and flu b with one patient sample when using a cobas ® sars-cov-2 & influenza a/b assay test for use with the cobas® liat® system. The same sample was repeated on a different system (biofire) and again at the reference lab and the results generated were negative for all three targets. No harm was alleged. The review of system data concluded that the alleged run #1846 could be confirmed to be a potential false positive for flu b. This flu b run showed a growth curve anomaly. However, regarding the sars-cov-2 result, this appears to be a low titer sample. Review of the CT values shows that the sample is not at the limit of detection. Based on this information, the likely explanation for the negative sars-cov-2 result would be a difference in sensitivities between the liat assay and the assay used to confirm the generated results. In addition, it was recommended to the customer to provide more data if available to further evaluate if the analyzer should be returned, customer indicated that no data was available after the alleged run since they have stopped using the analyzer.